Event description:
It was reported that an alert was triggered on the patient's left ventricular (lv) lead due to high impedance. It was also reported that the lv lead exhibited high thresholds and no capture. The lv lead was capped and a previously implanted lv lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.